Event description:
"After accessing vein, nurse withdraw stylet and set it on a tray on cart. At this time did not notice if tip of stylet was covered with clip. Nurse proceeded to tape catheter, turned to pick up discarded items on tray and received needlestick to hand (exact location unk). Pt tested negative for hiv. Test results for hepatitis b & c pending. Nurse treated for needlestick according to facility protocol."